Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/chemolock port, clamp, anti-siphon valve, spiros¿; chemolock; syringe transfer set w/microclave, chemolock port where it was reported that the cassette was leaking from where the 5-fu drug is to be injected. The event occurred during infusion. A sample photo was provided showing the affected product. There was patient involvement but no patient harm.

Manufacturer narrative:
One used oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/chemolock¿ port, clamp, anti-siphon valve, spiros¿; chemolock¿; syringe transfer set w/microclave¿, chemolock¿ port and one used reservoir, cassette was returned for investigation. The device history couldn't be conducted as no lots were identified. The device was visually inspected. There were no anomalies noted upon visual inspection. The returned sample was tested for leak and observed a leak between chemolock and the y-port. The complaint could be confirmed, and a root cause of the reported issue is incomplete insertion during assembly. Received a photo showing the affected sample. Leak residue was observed on the chemolock. D9: device returned to manufacturer on 10/28/2025.